Event description:
The clinician reports the implant was inserted (B)(6) 2018 in ada 22. Details of surgery: immediate extraction site. On (B)(6) 2019 loss of osseointegration was verified. Patient presented with bone type IV. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.